Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced difficulty attaching the (unk) inflation device to the luer hub of the cypher select plus 2.5 x 28 mm stent delivery system (sds). Another stent device was used to complete the procedure successfully. There was no reported pt injury. The product was inspected prior to use with no problems noted. The product was clinically used in the pt. There was no luer hub crack reported. No pt or lesion info was available. Upon receipt of the returned product, inspection of the returned product indicated the luer hub was cracked.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced difficulty attaching the (unk) inflation device to the luer hub of the cypher select+ 2.5 x 28 mm stent delivery system (sds). The product was removed from the pt without difficulty and another stent device was used to complete the procedure successfully. There was no reported pt injury. The product was inspected prior to use with no problems noted. The product was clinically used in the pt. There was no luer hub crack observed by the reporter, however, the product was received for analysis and the luer hub was observed cracked. One non-sterile cypher select+ 2.50 x 28 mm was received coiled inside a plastic bag. The hub was received cracked starting from the distal end of the hub to after the molding injection point. The stent was received mounted on the balloon without anomalies. A lab sample syringe was connected to the returned cypher hub without anomalies. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the mfg process of the product. An investigation was conducted and actions have been taken to address hub crack failures in the cypher family. Please note that this is the initial/final report for this product.